Manufacturer narrative:
Device evaluated by MFR: the event description states that the stent was crushed; however, based on the attached photos there is no evidence of this. The device was not returned for analysis therefore the issue could not be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 12 synergy¿ drug-eluting stent, it was noted that the outer packaging was damaged. When the packaging was opened, the internal pouch was compromised and the stent was noted to be crushed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. : it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 12 synergy¿ drug-eluting stent, it was noted that the outer packaging was damaged. When the packaging was opened, the internal pouch was compromised and the stent was noted to be crushed. No patient complications were reported.